Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications.

Event description:
It was reported that during a breast biopsy on (B)(6) 2026 with an eviva device that a patient required additional surgical and medical intervention. The report states the "patient had to stay on table for an extended amount of time with 3 sites in the breast cut, to get small sample. Pt had extra imaging done as well". The procedure was able to be completed with the same device. The reporter states there was patient harm in that they required 3 biopsy sites, and additional imaging.